Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly tortuous and non-calcified right arm. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
D4: lot number updated to 28585532. D4: expiration date updated to 12/19/2024. D4: unique identifier (UDI) # updated to (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a mildly tortuous and non-calcified right arm. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.